Manufacturer narrative:
Review of the product history records indicates the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that surgeon performed a revision of patient's left hip due to periprosthetic fracture.